Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate shocks were observed. Patient presented to clinic and failure to capture was noted upon interrogation. Lead dislodgement was observed on x-ray. It was noted that the lead was dislodged due to twiddler¿s syndrome. The device was disabled and the patient was admitted to the emergency room for lead repositioning. Lead was explanted and replaced. The patient tolerated the procedure well and was discharged post procedure in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.